Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative that post the spinal fusion procedure using tsrh-rp on a patient diagnosed with opll, ossification occurred at t9-t12 due to opll for the patient and a revision surgery was performed by hcp where the rod was cut at t6 and the fixation range was extended to t12, andit was replaced with s5. No product malfunction was reported and the product was explanted. The product was disposed hence will not be returned, and it was replaced with a medtronic product. Health damage was reported in the patient.